Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during the seltinger technique the dilator was ruined in the front part very easily, with the first difficulty in the tissue dilator being damaged and could not be used. A different dilator from another set was used to finish the procedure.

Manufacturer narrative:
(B)(4). The customer returned one dilator for evaluation. The dilator was visually examined and no issues were identified. The length of the dilator, and inner diameter of the dilator tip were measured and were found to be within specification. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product states to, if required, enlarge the cutaneous puncture site with the cutting edge of a scalpel prior to using the dilator. The customer reported issue of the dilator tip being found damaged during use was not confirmed during the sample investigation. Visual and dimensional inspections were performed and no issues were identified. There were no problems found with the returned sample.

Event description:
The customer alleges that during the seltinger technique the dilator was ruined in the front part very easily, with the first difficulty in the tissue dilator being damaged and could not be used. A different dilator from another set was used to finish the procedure.